Manufacturer narrative:
A replacement blood glucose meter and test strips were sent. The device associated with this incident was returned for investigation, and an investigation has not yet been completed. When an investigation is conducted, a supplemental report will be filed.

Event description:
The patient reported that they received high readings on their teladoc blood glucose meter while using expired test strips. The patient called their physician and their physician changed their medicine based on the high readings.